Event description:
Developed pneumonia, steven johnson syndrome which almost killed me, lupus, heart palpitations, high cholesterol, high blood pressure, heart failure, anemia, chronic fatigue, pain in both breasts, swelling in hands, feet, ankles, legs, fluid around the heart, lungs, abdomen, stage 3 kidney disease, insomnia, changes in mood, vision changes which include blurred vision, migraines, extreme sensitivity to heat and cold, joint pain, weight fluctuations, brain fog, anxiety, muscle loss, and weakness.